Event description:
A family member reported that on (B)(6) 2011 the patient's blood glucose (bg) was at 500mg/dl. It was reported that the school nurse noticed an air bubble in the cartridge. A family member went to the school and changed the insulin cartridge and site. The patient was reconnected and bolused with 10units of insulin and the bg resolved to 130mg/dl. Customer support (cs) reviewed the pump history with a family member and found that all boluses were delivered as programmed and the total daily dose matches correctly. The patient continues to use the pump with no further reported issues. This is reported because of the allegation that an air bubble in the cartridge caused or contributed to the bg excursion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.